Event description:
The manufacturer received information alleging a ventilator would not pass service testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that a device's active exhalation control module was replaced to address a device failing service testing. This is not correct. The device was scrapped at the customer's request and the active exhalation control module was not replaced.